Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. The customer stated there was an impact to their blood glucose level but did not provide a specific value. Multiple follow up attempts were made to get information regarding the impact to the customer's blood glucose level. However, no additional information was provided.